Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had beep issue. Customer's blood glucose value was 77 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reports audio options menu in the insulin pump was set to audio and vibrate. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes one and five. The customer was advised to revert to backup plan per health care professional instructions. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. The audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms, or hardware low level failures alarms noted during testing. No hardware low level failures alarms were found in the downloaded history files.